Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 3-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not opening. A technical support specialist remoted into the cabinet and identified that the problem was associated with pi: 55845. The tss the proceeded to close the application and then relaunched it. The drawer successfully worked as normal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was failed to open.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.